Event description:
Event report filled out by the staff in the case which stated: the balloon on the trocar did not inflate properly during surgery, another trocar was needed in order to continue with procedure. Chart reviewed. No mention of balloon issue in brief op note or full op note. No further information available.